Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states his father's rollator has a broken brake cable down near the wheel.